Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump failed and did not five low battery alert. It was reported that the device was displaying full battery, but the device was dead. The customer's blood glucose level was reported to be 343.8mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer was advised to insert new battery and monitor the device. No further information provided.